Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Erroneous test results were not reported out of the lab. Repeated analysis was performed. The test results were normal. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were collected in 13x100 mm greiner lithium heparin tubes and centrifuged in a statspin at room temperature, exact time and speed was not provided. Sample appeared slightly lipemic. Accutni quality control (qc) and system check were reported as "good". Qc was run twice daily. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.